Manufacturer narrative:
This ipg serial number is included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the scs ipg was inoperable (reason for inoperable ipg was not provided). Surgical intervention was undertaken wherein the ipg was explanted and replaced with another model. Post-operatively, effective therapy was established. Issue resolved with ipg replacement.